Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/07/2024. An investigation was conducted 11/05/2024. A visual inspection conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000409619 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass surgery, two hst iii systems (3.8mm) seals rolled up would pop out and unfold before they could use it after step 4. The heartstring was loaded correctly and the steps followed correctly. A new device was used to complete the procedure. There was no delay. There was no patient harm. Related to tw (B)(4).

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.